Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the lot number is not available. The citation is as follows: henry et al stents in the treatment of renal artery stenosis: long-term follow-up; j endovasc surg. 1999 feb;6(1):42-5. A copy of the publication is attached to this report. As noted in the publication by henry et al stents in the treatment of renal artery stenosis: long-term follow-up; j endovasc surg. 1999 feb;6(1):42-5; report a case of restenosis involving a palmaz stent greater than or equal to 6mm in diameter during the 6-month follow up period. The product was not returned for analysis. A device history record was not performed as the sterile lot number is not available. Restenosis is associated with the progression of peripheral vascular disease and is a known potential adverse event following stent implantation. It is a well documented potential complication of stent placement. Progression of atherosclerosis is an expected outcome of the disease process. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the publication henry et al stents in the treatment of renal artery stenosis: long-term follow-up; j endovasc surg. 1999 feb;6(1):42-5; report a case of restenosis involving a palmaz stent greater than or equal to 6mm in diameter during the 6-month follow up period.